Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that there was a wire like protrusion on the device. The intellamap orion high resolution mapping catheter was used in a ablation procedure. During the procedure the catheter was removed from the patient and when the catheter was going to be reinserted when it was noted that there was a wire like protrusion between the splines of the orion. The catheter was replaced and the procedure was completed with no patient complications being reported.

Event description:
It was reported that there was a wire like protrusion on the device. The intellamap orion high resolution mapping catheter was used in a ablation procedure. During the procedure the catheter was removed from the patient and when the catheter was going to be reinserted when it was noted that that there was a wire like protrusion between the splines of the orion. The catheter was replaced and the procedure was completed with no patient complications being reported.

Manufacturer narrative:
The returned device was reported for a wire-like whiskers-like object protruding the orion spline. Visual inspection of the returned device revealed a spline is broken 5mm from the distal end of the distal basket. X-ray displayed that two other splines were on the verge of breaking. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications.